Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that balloon deflation failure and insufficient stent apposition occurred. The target lesion was located in the posterolateral branch of the right coronary artery (rca). A 2.50x16mm promus premier¿ stent was advanced to treat the lesion. The balloon of the stent delivery system (sds) was inflated but it really didn't inflate the stent. At that point, the stent was off the balloon, however, the balloon of the sds failed to deflate; and after several attempts were made, the balloon finally deflated. The physician removed the sds and exchanged with a compliant balloon catheter and dilated the stent. Then a non-compliant (nc) balloon catheter was also used to completely deployed the stent in the lesion and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Updated: device lot number, device expiration date, device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes and conclusion codes. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned for analysis as the stent was expanded at the lesion site. An initial visual and microscopic examination found that there was no evident damage to the exposed balloon. The balloon cone profiles were reviewed and no issues were noted with the overall profile. There was no apparent damage to the balloon wall causing a leak through the balloon and no evidence of necking at the proximal balloon bond location. As part of the examination, the balloon was inflated to nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bumper tip of the device showed no signs of damage to the distal edge of the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation failure and insufficient stent apposition occurred. The target lesion was located in the posterolateral branch of the right coronary artery (rca). A 2.50x16mm promus premier&#10259;tent was advanced to treat the lesion. The balloon of the stent delivery system (sds) was inflated but it really didn't inflate the stent. At that point, the stent was off the balloon, however, the balloon of the sds failed to deflate; and after several attempts were made, the balloon finally deflated. The physician removed the sds and exchanged with a compliant balloon catheter and dilated the stent. Then a non-compliant (nc) balloon catheter was also used to completely deployed the stent in the lesion and the procedure was completed. No patient complications were reported and the patient's status was fine.